Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose of 300 mg/dl. Customer also states that high blood glucose was treated with insulin drip and insulin pump. The customer reported that they were wearing the insulin pump at the time of hospitalization. Customer also reported that they had a bent cannula. The customer declined to troubleshoot. Insulin pump will not be return for analysis.